Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery (lad) with 90% stenosis, mild calcification and no tortuosity. The 3.0x28mm xience skypoint stent delivery system (sds) was prepared per instructions for use (IFU) and advanced without resistance. The sds was deployed after the first inflation at nominal pressure; however, the balloon ruptured during the second inflation at 10 atmospheres (atms). The xience skypoint stent was successfully deployed, so only the sds was removed. Another balloon was used for post-dilatation and was performed per standard procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.